Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with overlapped curves was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Post pre-dilation with a 2.0x15mm non-bsc balloon catheter, a 3.50 x 16 synergy¿ stent was advanced to treat the lesion. However, in the process of removing the device from the lesion, the stent struts got broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A synergy ous mr 3.50 x 16mm stent delivery system (sds) was returned for analysis. The stent was returned detached from the sds and was severely damaged. The manufacturing data for this device was reviewed and no issues were highlighted. The maximum crimped stent profile was found to be within specification. The balloon body was reviewed and no issues were noted. The balloon appeared to be subjected to positive pressure there evidence of hardened contrast medium in the balloon. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion found midshaft kinks on the proximal and distal side of the hypotube/midshaft bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with overlapped curves was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Post pre-dilation with a 2.0x15mm non-bsc balloon catheter, a 3.50 x 16 synergy stent was advanced to treat the lesion. However, in the process of removing the device from the lesion, the stent struts got broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.